Event description:
The account alleged that the reverse trendelenburg function is not working on this bed. No injuries reported.

Manufacturer narrative:
The account stated that one of the wires going to the reverse trendelenburg disengage switch was broken off the switch. The account re-soldered the wire back onto the trendelenburg disengage switch to resolve the issue.